Manufacturer narrative:
The received device had the cannula assembly deployed. A bend in the exposed soft cannula was observed. A tear in the unexposed soft cannula was found. No issues were found that would result in pain during insertion, bleeding/bruising, or high blood glucose levels were found. A root cause could not be determined for the reported event pain and bleeding/bruising. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 400 mg/dl while wearing the pod between 4 and 24 hours. The pod was hurting the patient and patient had high bg levels all night. Patient has a continuous glucose monitoring (cgm) and patient¿s bg levels would not budge below 400 mg/dl. When removed from the infusion site (leg), the pod's cannula was found bent at a 90 degree angle. The site was bruised. As treatment, patient¿s mother tried giving boluses, gave a manual injection, and a new pod was applied. Recent changes was made to the patient¿s correction factor so patient could receive more insulin. Patient had 0.5 ketones.